Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they fell and broke their hip and experienced continuous hiccups since the fall. It was also suspected that the implantable pulse generator (ipg) was damaged during the fall and suspected the "probe" lead has become dislodged. The implantable pulse generator (ipg) and the right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.